Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was difficulty recovering electrograms on the device. Technical support was contacted and recommended reprogramming in order to recover episodes. The patient was stable and there were no adverse consequences.